Manufacturer narrative:
An event regarding crack/fracture involving a flexible driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the drill bit fractured occured in a ductile manner. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: no impact to the patient was reported as associated with the event. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the fracture of the driver shaft occured in a ductile maner. No material or manufacturing defects were observed on the device features examined. If additional information becomes available, this investigation will be reopened.

Event description:
Mako pst screw kit flexible drill shaft broke during drilling of an acetabular screw hole.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Mako pst screw kit flexible drill shaft broke during drilling of an acetabular screw hole.